Event description:
The manufacturer became aware of an allegation from an end user, while using the rep dreamstation auto CPAP has burnt area near the outlet on device. There is no allegation of patient harm, serious injury, or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.